Event description:
Ous MDR - it was reported that approximately 113 months after the implantation the patient received inappropriate shocks. The lead was capped and left in the patient on (B)(6) 2017. The ICD (implanted in 2014) was exchanged during the lead revision procedure.

Manufacturer narrative:
The lead was not available for analysis and could therefore not be examined itself. The available x-ray film images were analyzed. They showed the lead in the implanted state. The distal part of the shock coil, as well as the tip electrode were rigid. There was hardly any movement, which speaks for ingrowth in this area. In the proximal part of the shock coil and before it, the lead body showed several turning points. A clear cause for the clinical observation cannot be determined without examining the lead itself. But the findings indicate an increased stress level of the lead in the implanted state. The returned ICD first underwent a status interrogation. The device status was mol1, 43 charge processes had been registered. The memory content of the ICD was reviewed. The check of the available iegms showed interference signals in the ventricular channel, which led to several shock deliveries, matching the clinical observation. The signal sensing of the device was then tested, and it proved to be free of noise. The ICD sensed supplied signals free of interference. The icds capability to provide therapy was tested. The antibradycardic output signal was normal and matched the programmed values. A fibrillation signal was supplied, and the device reacted in conformance with specifications with a defibrillation shock. The specified energy level was reached, and the charge time proved to be unremarkable. The production documents of these devices were reviewed. All manufacturing steps had been carried out properly. There is no indication of a material defect or manufacturing error for either the lead or the ICD. In summary, the clinical observation could be confirmed during the analysis of the device memory data of the ICD. Interference signals were detected in the ventricular channel of the available iegms, which led to several shock deliveries. However, the ICD proved to be fully functional. Based on the analysis, the integrity of the lead cannot be guaranteed. If additional relevant information or the lead itself should become available, please send this to us also. The incident will then be updated accordingly.